Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard composix kugel (device 1) implanted on (B)(6) 2010. An additional emdr will be submitted to represent the bard perfix plug (device 2) implanted on (B)(6) 2010. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010- the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1) and an unspecified bard/davol perfix plug (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010- the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1) and an unspecified bard/davol perfix plug (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with recurrent inguinal hernia, thereby underwent laparoscopic repair with the implant of composix kugel mesh (device#1) and perfix plug (device#2). Per operative notes, ¿there was a large right direct inguinal hernia. It was dissected and reduced the sac. The perfix plug (device#2) was inserted into the defect and composix kugel mesh (device#1) was placed as a laid over mesh.¿ (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia , thereby underwent open repair with removal of composix kugel mesh (device#1) and perfix plug (device#2). Per operative notes, ¿the mesh was exuded out from the internal inguinal ring into the right inguinal canal causing foreign body reaction and pressure around the area of the right groin. The composix kugel mesh (device#1) and perfix plug (device#2) was removed.¿ attorney alleges that the patient had mesh migration, pain, and hernia recurrence. It is also alleged that the perfix plug exuded out from the internal inguinal ring into the inguinal canal and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, fibrosis, mesh extrusion and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.